Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported finding it difficult to remove the tips from pen needle after removing the outer cover. Date of event : (B)(6) 2021. Samples status : discarded.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was difficult to operate. The following information was provided by the initial reporter : the consumer reported finding it difficult to remove the tips from pen needle after removing the outer cover. Date of event : (B)(6) 2021. Samples status : discarded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ mini pen needle was difficult to operate. The following information was provided by the initial reporter: the consumer reported finding it difficult to remove the tips from pen needle after removing the outer cover. Date of event : (B)(6) 2021. Samples status : discarded.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications h3 other text : see h10.